Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella cp device for mechanical circulatory support. The complainant reported that the peel away sheath cracked in the arteriotomy prior to the impella cp being advanced across the valve. Delivery was still managed successfully and the peel away sheath was removed without complication. Following the delivery, oozing was noted at the access site prompting the utilization of femostop and manual pressure to achieve hemostasis. The impella was re-inserted without issue, however, the patient experienced a ventricular tachycardia and was defibrillated. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).